Manufacturer narrative:
H11: the device was received for evaluation. The device contained 35.03 ml of fluid in the cover that may have been due to an untightened luer cap. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. During the flow test, evidence of continuous flow of fluid flowing out of the distal luer was observed. The device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had no flow of fluid through the device. The balloon did not deflate after 24 hours of patient infusion. When the patient came to the hospital for disconnection, the cap was opened and there was no outflow of solution. The bladder was filled with fluorouracil 57.6cc and saline 34cc. There was no report of patient injury or medical intervention associated with this event. No additional information is available.